Event description:
The customer contact reported the device alarmed with a s233 (over temperature error) malfunction alarm code and keeps overheating. The device was returned to the biomedical department from the emergency room with a note stating "s233 and keeps on overheating". There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device alarmed with a s233 malfunction alarm code. No additional information was provided.

Manufacturer narrative:
Initially the device powered up and passed the self test. During a review of the device history s233 malfunction alarm codes were noted. During further testing the device was noted to be warm to touch. This was found to be due to the device fan running slower than expected. The probable cause was a broken cooling fan. This report represents all the information known by the reporter upon query by hospira personnel.